Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead dislodged approximately two weeks after implant. The patient received multiple inappropriate shocks. The lead was successfully repositioned on (B)(6) 2018 and remains actively implanted. The ICD was explanted and replaced due to eri.